Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a 16-58 purple stylet in the lead. Accurate measurement of the helix is not possible due to the helix being bent. The helix will not retract all the way into the distal tip due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days following implant of the right ventricular (rv) lead, the lead was not pacing appropriately and the patient had a low heart rate. The lead was reprogrammed off and later removed. Upon removal of lead from the patient's body, the lead appeared to have an insulation issue and a screw that would not retract. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.